Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt fell and was experiencing a stabbing pain in the center of her back while using system stimulation. A sjm representative was unable to resolve the issue with reprogramming. F/u identified that x-rays showed lead migration. The scs leads were repositioned and the scs anchors were replaced. There is no add'l info at this time.